Event description:
It was reported that the vns was checked and that there was an issue with the device. No further details were provided no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.